Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that the insulin was not stored by room temperature. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated five opened/used reservoirs, perform pre-fill reservoir and reservoirs passed per inspection. No air bubbles were observed during analysis. Checked o-rings for defects and none was found. Reservoirs connected locked in place properly. Conclusion: no air bubbles.